Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-75504.

Event description:
The customer reported via telephone call that the blood glucose ran low. The blood glucose reading was 40 mg/dl. The customer treated with glucose tablets. The customer noticed a difference between the sensor readings and the blood glucose reading. The customer was advised on how to improve sensor readings. The insulin pump was not returned or replaced.